Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib pcb was evaluated and replaced. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system locked up with a communication failure error message displayed. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.